Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
It was reported that the reservoir was leaking in the reservoir compartment. Customer woke up feeling strange due to high blood glucose reading of 14.5 mmol/l. Moisture found inside the insulin pump. Nothing further reported.